Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. Physical condition of the device, damaged rear and front housing. The customer reported issue of ¿there was a cassette error¿ was duplicated. Functional testing found a defective downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was a cassette error¿; during device evaluation it was found the downstream occlusion sensor was defective. The status of the product was before delivery of medication. There were no patient involvement or harm reported as a result of this event.